Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument. Replaced defective tip clamp for position #6. The instrument was inspected, tested without further problem and returned to expected operation.